Event description:
3/24: air noted in dialyzer system while priming machine with ns. Found that the venous dialyzer blood line connector was not glued to the blood line, allowing air into the system. (#91510n). No pt involvement. 3/26: while priming dialyzer and blood lines, ns was leaking from the blood line connector at the bottom of the venous chamber (outflow) (#81629n). No pt involvement.